Manufacturer narrative:
The customer returned a pk cutting forceps, 5mm, 33cm model number pk-cf0533 lot number fr172776 for the evaluation of "the bipolar did not activate." The device was returned in non-original package, lot number verified. The device was received with the jaws opened, lock off. A visual inspection indicates that there is minor signs of foreign material on jaws. The jaw symmetry is balanced, no visual damage noted. The first point of contact for the jaws is at the distal end ; this is consistent with standard. The jaw aperture measurement was taken inside the first teeth of the jaw, measured at approximately .300", (standard is .300¿ +/- .100¿). The jaw mesh is normal with no discrepancies noted. The insulation of the jaw legs was inspected under a microscope and found a hole in the insulation on one of the jaw legs. The flare is normal with no cracks. The blade is able to extend and retract smoothly with no issues however there are minor signs of corrosion on the blade. The lock function is working properly as intended and the shaft has no indications of dents of deformities. The device was plugged into the test reference esg-400 generator; the generator displayed pk coag 100 at effect 3; this is the correct default setting. The blue activation switch was checked and it is activating as intended with no issues. The rotation of the shaft is smooth with no restrictions. Testing and grasped a wet cotton pad soaked with saline with the jaws of the device and activated the blue coag switch on the handpiece. Vapors of moisture observed which confirms the device was working properly as intended. A test footswitch was also used to activate the customer's handpiece and again observed vapors of moisture verifying the customer's handpiece was working properly. Device was activated between the blue coag switch on the handpiece and the blue coag foot pedal several times while observing vapors of moisture with no issues. Based on the evaluation it is unable to determine the cause of the bipolar did not activate as the blue coag switch on the handpiece was working properly however the cause of the customer's issue could likely be attributed to the hole found in the insulation of the jaw leg. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing.

Event description:
Olympus sales representative (rep) reported during a tubal procedure the bipolar did not activate. According to the report, they tried a second one and it did not work. The rep. Believes they did not complete the procedure. There was no patient harm or injury reported due to the event. This report is related to a report with patient identifier (B)(6). This report is for the second device that did not work.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed failure is a known phenomenon which is likely resulting during the initial set-up of the device and regarding the output time leading to insufficient expected coagulation. The following information is stated in the instructions for use which may have prevented the event: "warning: insufficient generator output time or generator output level may not provide the operator with the desired level of coagulation. If forceps jaws come in contact with each other when the power is activated, instrument will short out and the generator display will show ¿re-grasp¿. Release the forceps jaws so they are not in contact with each other and the device will become operational." Olympus will continue to monitor field performance for this device.